Manufacturer narrative:
Additional information was received indicating the infusion issues are occurring during infusion of chemotherapy, several different types (cytoxin, keytruda, trastuzumab, 5fu, oxaliplatin, irinotecan). They are observing that towards the end of the infusion, the bag and drip chamber had collapsed as if there was a large suction on the line, however, there was still med in the drip chamber and in the line above the pump. It was further reported these issues seem to have started since they shifted the majority of the chemotherapy administration sets from the primary tubing with access ports to primary tubing without access ports. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A photograph of the sample was provided for evaluation. The photo was reviewed and the drip chamber appeared to be overfilled, however, a definitive cause cannot be drawn from the photo sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing the end of doses during therapy even though the pump was on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.